Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported there was a kink in angio-seal sts sheath. When the locator/insertion sheath assembly was inserted into the inside of the artery, the sheath was kinked. The angio-seal device was not used. Hemostasis was successfully achieved by manual compression. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 10 mm. The size of the sheath ancillary used was 7 fr. Blood loss was reported to be less than 250cc. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.